Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "grade 3 capsular contracture."

Event description:
Healthcare professional reported "exchange with no complaint." Later healthcare professional reported "grade 3 capsular contracture." This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of capsular contracture was received on april 04, 2025, with lot number 1204110. Based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures deformation and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "exchange with no complaint." Later healthcare professional reported "grade 3 capsular contracture." This record is for the left side. Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device has been explanted and replaced.